Manufacturer narrative:
The customer requested a complete review of the alarm settings of all the clinic's departments. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the intellivue mx550 patient monitor indicating that on all the monitors there is no red alarm, desaturation, or bradycardia, some alarms remove themselves. The device was in use on a patient at the time of the event. No adverse event was reported.

Manufacturer narrative:
Analysis was performed remote service personnel which included clarifying the request from the customer. The results of the discussion indicated that the customer would like a complete review of the alarm settings of all of the clinic's departments. The request from the customer was general. The customer indicated that there are no patient incidents to report. There was no information concerning possible alarm setting problems. Based on the results of the customer discussion, a product malfunction was unable to be confirmed. A request was forwarded to the philips technical and application team to address the customer's request. A review of the service history for this device shows the problem has not been reported again for this device.